Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/25/2024, it was reported by a distributor via (B)(4) that an ar-13120t-16c cannulated lps screw broke. This occurred during a hallux valgus procedure when the tip of the screw broke. All broken fragments were retrieved.